Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor cannula was missing and believed the sensor was defective. The customer's blood glucose reading was unknown. Customer inserted a new sensor and it worked well. The sensors were replaced and will be returned.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula retracted inside the sensor base. Unable to confirm the customer received the sensor in said condition due to the customer returned the sensor opened/used.